Event description:
On (B)(6) 2016 an (B)(6) male patient presented with left sided inguinal and flank neuropathic pain from post-herpetic neuralgia and post-herniorrhaphy not responsive to conservative treatment. Exam consistent with diagnosis. On (B)(6) 2016 implanted st. Jude medical axium dorsal root ganglion stimulation leads over t12 and l1 without difficulty. Achieved greater than 50 percent pain relief. Patient stated he had numbness without weakness in the left anterior thigh at discharge. Two days later patient reported brief weakness with left hip flexion, but resolved in less than 24 hours. Patient returned on (B)(6) 2016 for implantation of internal pulse generator. No further weakness in left lower extremity. No surgical complications. On (B)(6) 2016 patient returned to the operating room to revise dorsal root ganglion stimulator leads. No longer achieving pain relief. I also learned that patient restarted experiencing weakness with left hip flexion. On exam, 4/5 strength of left hip flexors. The t12 and l1 leads were removed and placed at t11 and l2 without complication. St. Jude representative notified. I was in communication with patient regarding left thigh weakness during month of november. Discovered through an email conversation with other pain physicians, 6 other cases of thigh weakness with placement of l1 drg leads. Five patients treated with methylprednisolone dose pack, one with lead removal. All 6 patients recovered from their thigh weakness. I called the patient's primary care physician recommending they treat patient with steroid dose pack and pregabalin. Note that patient lives 5 plus hours from my office. Patient also informed of recommendations to pcp. Pcp and patient did not follow through. On (B)(6) 2016 patient decided dorsal root ganglion stimulator causing increased pain in left groin area. Entire system explanted. Post-operatively patient demonstrated 4/5 strength with left hip flexor muscles. On 02/07/2017 patient's son informs me left hip strength has returned to normal. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: no.